Event description:
It was reported that a spectrum iq pump had alarmed upstream occlusion during unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an upstream occlusion alarm did not occur. Evaluation inspected the device for upstream occlusion testing but did not observe any symptom or potential causes of the reported problem. A review of the event history log revealed multiple upstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.